Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an irregular cut in the left eye of a patient, after surgery. When trying to lift the flap, it separated incompletely and the calibration parameters were all within their ranges.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. As per initial report cas (clinical application specialist) intends to perform training of surgeons and technicians with the use of liquid and times between bcc check and vacuum. A technical intervention on-site after the treatment day shows fse (field service engineer) performed operator ablation test completed correctly. It was concluded that the equipment makes cuts within the manufacturer's specifications. Not enough information was provided for a proper investigation. Root cause could not be concluded conclusively, however most probable root cause is user handling. The manufacturer internal reference number is: (B)(4).